Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was used by an experienced professor of surgery and under the usual conditions, there was an unexpected detachment of the teflon pad during use. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event on 08-oct-2024t: there was no patient injury. No fragment fell into the patient. The patient did not return to hospital because of postoperative complications related to foreign body retention.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the teflon detached slightly from the blade.